Event description:
Asr revision;right;asr hip resurfacing;reason(s) for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New (B)(6) record created in order to update (B)(6) (legacy system) complaint number (B)(4) reason for original complaint - asr revision. Right asr hip resurfacing. Reason(s) for revision: pain. Incorrect lot number supplied for the head 2002376. Update- updated date of revision taken from (B)(6) dated 2nd nov 2012. Revision date - (B)(6) 2012. Update - added revision date, amended hip side. Taken from (B)(6) email dated 7th may 2014. Left side (not right as previously stated).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.the correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right. Asr hip resurfacing. Reason(s) for revision: pain. Incorrect lot number supplied for the head 2002376. Update- updated date of revision taken from claimsuite dated 2nd nov 2012. Revision date - (B)(6) 2012. Update - added revision date, amended hip side. Taken from (B)(6) email dated 7th may 2014. Left side (not right as previously stated). Update received: 28th may 2014 - added unknown to head lot number field as lot number provided for head is invalid, added surgeon notes, added further reason for revision: adverse soft tissue reaction: brown necrotic tissue, possible alval and debris and added surgeons forename: (B)(6).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update - added correct lot number and manufacturing date for head. Added all expiry dates. Taken from email dated 19th may 2015.